Event description:
Insulin syringes on several occasions have either come off in the insulin vial or gone up into the syringe instead of into the skin. I cannot inject medicine without a needle that remains where it is supposed to. The points of the needles are very dull. Dates of use: 2008. Diagnosis or reason for use: diabetes.